Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen was cracked and the user did not remember how the screen became cracked. There was no impact to the user¿s blood glucose level. It was confirmed that the user had an alternate method of insulin delivery available.